Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 87-year-old female on impella cp for mechanical circulatory support. It was reported that during support, there was oozing at groin site, so site was redressed. The patient required fluids due to intermittent suctioning. Hemoglobin was low so a unit of blood was given. The patient was stabilized and the impella cp was weaned and explanted. No patient harm was reported.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.